Event description:
The manufacturer received info alleging a ventilator's power management board failed. No harm or injury was reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The ventilator's power management board was replaced to address this issue.